Event description:
It was reported that when using the bd pyxis¿ anesthesia station es would not power on and was shown as offline. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-dec-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was offline. A technical support specialist (tss) found the station was stuck on a failed version. Multiple reboots were attempted, but the device would try to run windows update and then revert to a 'something went wrong' blue screen. The device was reimaged, and component manager and remote support service (rss) were set up. Bluetooth and wi fi were disabled, and synchronization was performed. The customer logged in successfully, and patient records appeared. The customer planned to move the device back to the room later due to ongoing cases. An eset 12 deploy package was sent prior to leaving. The device will need to be rebooted later that night, and a case was opened with customer support center (csc) to fix auto login, as the device did not accept the auto login update. The system functioned as intended after the technical support specialist troubleshot the device.